Manufacturer narrative:
H6: investigation findings and conclusion codes.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic aneurysm. A gore® dryseal flex introducer sheath was used during the procedure. When the 22fr sheath was inserted from the right side of the patient, only about 2 cm of the sheath could be inserted. The physician tried to insert the inner dilator of the sheath into the patient and it could not be delivered over the terminal aorta. After non-gore stent-graft was implanted in the descending aorta, access angiography showed a dissection of the right access vessel. It was repaired surgically, and the procedure was extended about 60 minutes. It is unknown whether the cause of dissection is due to the insertion of the sheath or a non-gore device.